Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results, with two different compact plus meters, within 10 minutes: 30 mg/dl (system 1) and 133 mg/dl (system 2). No adverse event reported. The customer used two different test strip drums from the same box for each meter. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.